Event description:
Manufacturer's complaint handling unit confirmed the lancet protrudes beyond the end cap of the multiclix device after firing. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B) (6). (B) (4).

Event description:
Device issue: peeling balloon material. Time of device issue: during stenting procedure. Adverse event: none. It was reported that there was resistance in advancing the multi-link vision stent delivery system (sds) over the bmw guide wire through a 6 fr guiding catheter. The guiding catheter was changed for another unspecified guiding catheter and the difficulty persisted. The physician then tried to pass a non-abbott sds and was successful. Per the physician the guiding catheter and the guide wire did not present any damage. Though requested, no additional event or pt info is available. During return device analysis, balloon peeling was observed.